Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple impedance issues and the ipg was flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Corrected data: product analysis and code corrections the reported ¿impedance issue¿ was not confirmed. Analysis of the returned lead extension b found the device was not returned complete. The extension was cut during the explant procedure resulting in only the terminal end segment being returned for analysis. As only the terminal end of the extension was returned positive model identification of the extension could not be made.